Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Provider alleges consumer has fallen over in the chair a few times resulting in the arm breaking on the chair.

Manufacturer narrative:
The alleged condition was not visible and the alleged event could not be duplicated. The jazzy passport passed stability testing in 2017.

Event description:
Provider alleges consumer has fallen over in the chair a few times resulting in the arm breaking on the chair.